Event description:
The patient reported that ok keypad button had a delayed response a month ago and was gradually getting worse. The patient stated that she does not clean the pump and wears the pump attached to a belt.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok button was found to be misaligned, was intermittently responsive, required more force and multiple button presses on the keypad in order to elicit a response. All of the keypad buttons did not spring back and click back as expected. There was evidence of keypad contamination found under all of the key contacts.